Event description:
Hcp reported the pt presented in 2004 with a recent history of falls and being in severe pain so the pump medication was increased 1mg/day. The following day the pt presented for a refill and was again in severe pain. A biopsy of their spine showed discitis which was fungal in nature. Cultures done on the tip of the catheter were negative. Both the catheter and pump were explanted the following month. The pump is being returned to the MFR for analysis. An MRI was performed twice with unk results. It is questionable whether the pt has a granuloma. The pt is hospitalized to date after being so for "several weeks." The pt's pain is being treated with IV pain medications. A follow up report will be sent if additional info is obtained.